Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user reported persistent hyperglycemia, with a highest blood glucose (bg) of 434 mg/dl. The user meal announced and was using a dexcom g7. A fingerstick confirmed elevated glucose. At follow-up, bg was trending down to 296¿327 mg/dl. The user reported dampness at the infusion site and performed a site change, after which bg continued to improve.